Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("severe back pain") and procedural pain ("painful post operative recovery"). The patient was treated with surgery (hysterectomy & surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, alopecia, back pain and procedural pain was resolving. The reporter considered alopecia, back pain, fallopian tube perforation and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.